Manufacturer narrative:
On 5/2/19, device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a tear measuring approximately 0.1 cm within a crease on the posterior aspect running from the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 227634 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: a saline mentor smooth round moderate profile 300cc, catalog number 3501645, lot number 219842. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6). Asian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2019.